Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing impedance was high.

Manufacturer narrative:
Concomitant medical products: product ID: dvbb1d1 ICD, implanted: (B)(6) 2015; adsr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to hospital. There it was found that the alert was for out of range pacing impedance on the right ventricular (rv) lead. It was also noted that there was no rv capture. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.